Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis (fibrin present). No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ip ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture returned positive for staphylococcus epidermidis, and the patient¿s vancomycin was discontinued. The patient is recovering from the events and continues to undergo ccpd nightly utilizing the same liberty select cycler. The pdrn attributed causality to the patient¿s failure to wear a mask during set-up and discontinuation. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).